Event description:
Caller alleged discrepant inratio results. Results as follows: date:(B)(6), inratio: 2.1, lab: 2 points higher than inratio. Time between tests: tests were done right after each other. The patient does not remember the exact lab results. Therapeutic range: 2.5-3.5. Patient self testers wife stated that the inratio test strips may have been from the physician or the coag clinic.

Manufacturer narrative:
Investigation pending.